Event description:
According to the reporter, the balloon burst when used in the patient. There was no latex allergy, no unanticipated tissue loss, no unanticipated extension of the incision, no unanticipated blood loss, and no delay in operating time. None of the balloon pieces fell into the cavity. Additional information was requested but nothing more was available.

Manufacturer narrative:
Tracking number (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon was broken. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken balloon, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).